Manufacturer narrative:
Corrected h6, investigation findings code to reflect the findings of the investigation. H3, device log files were investigated.

Event description:
It was reported the patient experienced hypoglycemia (40mg/dl) due to receiving 2 insulin bolus doses that were not programmed or requested by the patient/caregiver. The device history detail was reviewed and confirmed user interaction with the controller to enter bolus parameters and initiate both insulin bolus doses. The patients blood glucose level normalized while reporting the issue.

Manufacturer narrative:
The case description states that two unexpected boluses, 3.8u and 2u, were delivered within 34 minutes for a total of 5.8u. The physical controller was not received for investigation. The android log files from the complaint controller were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the android log files confirmed the reported boluses were delivered on the date of occurrence and in the reported time frame. Inspection of the engineering log files for the reported boluses showed evidence of interaction with the controller in order to start the bolus calculator, program the boluses, confirm the bolus amounts, and begin bolus delivery. No evidence of an uncommanded bolus was observed in the logs.